Event description:
It was reported that bd ultra fine¿ pen needles were clogged during injection. This occurred on 30 occasions during use. The following information was provided by the initial reporter: material no: 320122 batch no: 9106630, unknown . It was reported that the customer encountered 30 pen needles being clogged during injection from three boxes verbatim: informed consumer of proper placement of non patient end and to complete the flow check with each pen needle. Consumer was not doing this process.

Manufacturer narrative:
H.6 investigation summary: samples were received and an investigation was performed. Customer returned (40) used 32gx4mm bd pen needles without a cover or tear drop label attached. Consumer reported pen needles clogged during injection. All 40 pen needles were examined, and it was observed that 38 exhibited bent non-patient end (npe) cannula. The two pen needles that did not exhibit a bent npe cannula were tested for flow using a test pen injector: both were able to expel properly. No evidence of manufacturing defect was observed on the returned samples. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 40 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9106630. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-04-16. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during injection. This occurred on 30 occasions during use. The following information was provided by the initial reporter: material no: 320122 batch no: 9106630, unknown. It was reported that the customer encountered 30 pen needles being clogged during injection from three boxes. Verbatim: informed consumer of proper placement of non patient end and to complete the flow check with each pen needle. Consumer was not doing this process.